Event description:
It was reported that the right ventricular (rv) lead exhibited chronic high thresholds, and there was a lead polarity switch to unipolar. The clinician noted that device interrogation did not produce an observation with regards to the polarity switch. No further information could be obtained after multiple follow-up attempts. The implantable pulse generator (ipg) was replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.